Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient woke up during the night with blood glucose levels reading 29.5 mmol/l and 30.1 mmol/l on the meter/remote. The reporter indicated that the patient check the blood glucose with a different meter and received readings of 6.6, 9.1, and 6.1 mmol/l. No further information was available regarding the event. This report is made based on the allegation that the patient may have experienced hyperglycemia while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2014 with the following findings:there was no data from the time of the reported event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.